Manufacturer narrative:
The user reported undergoing cataract surgery on (B)(6) 2025 but did not provide additional details regarding the diagnosis. At the time of the call, the user stated she was feeling "very good." The event was not related to diabetes. The user received treatment at the hospital and was prescribed antibiotic eye drops, but no further clinical information was provided. The user's hcp is aware of the event. Per dms, the user is currently using the system and data remains up to date.

Event description:
Senseonics was made aware of an incident where user reported undergoing cataract surgery on (B)(6) 2025 but did not provide additional details regarding the diagnosis. At the time of the call, the user stated she was feeling "very good." The event was not related to diabetes. The user received treatment at the hospital and was prescribed antibiotic eye drops, but no further clinical information was provided. The user's hcp is aware of the event. Per dms, the user is currently using the system and data remains up to date.